Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far r-wave over-sensing. The over-sensing resulted in episodes of inappropriate mode switch. No intervention was performed. There were no patient consequences.